Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. The customer experienced an elevated blood glucose (bg) level and a high ketone level. Bg value not provided. Customer does not recall how the bg level was addressed. Reportedly, the customer reverted to an alternate method of insulin therapy.